Manufacturer narrative:
Device not returned

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 84, low (value not provided) mg/dl, and the meter bg readings were 216, 522 mg/dl, respectively. Due to the cgm reading, the basal iq suspended insulin and customer's bg elevated (522 mg/dl). A correction bolus was delivered to address bg. Tandem technical support performed a pump system check with the contact and pump no issues with insulin delivery was observed. A root cause could not be determined. A replacement sensor was sent to the customer.